Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the customer received with multiple insulin pump errors. The blood glucose was 8.2 mmol/l at the time of the incident. The insulin pump detected possible issue with the motor. Customer saw red x on the display screen. He device will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error alarm and pump error 130 alarm due to motor flex cable not completely plugged into electrical board properly. Unable to perform the self test, displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.